Manufacturer narrative:
Correction to the previous report: the device was serviced by a service center. During the evaluation at the service center, it was found that faulty pca, faulty compressor overheating/short circuit, low o2 purity. Replaced filter and all faulty parts. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Mandatory sections and code grid sections has been updated/corrected.

Event description:
The manufacturer received information alleging faulty pca, faulty compressor overheating/short circuit, low o2 purity, replaced filter and all faulty parts. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.